Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding excessive thread length involving a universal acetabular shell impactor was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspections found that the interface between the threaded stud subcomponent and handle bore showed only limited signs of press-fit assembly. In addition, dimensional inspection confirmed that the threaded stud protrusion past the impaction shoulder feature of the handle assembly was not within specification. -medical records received and evaluation: clinician review was not performed as there is no indication that the event was related to patient factors. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review found one other similar event has been reported for the subject manufacturing lot. Conclusions: the investigation determined that the reported failure has been previously investigated under (B)(4) was opened to further investigate the observed non-conformance.

Event description:
Surgeon was implanting a trident cup and after striking the impactor handle with a mallet, surgeon indicated that the cup became loose and would not stay impacted in situ.

Event description:
Surgeon was implanting a trident cup and after striking the impactor handle with a mallet, surgeon indicated that the cup became loose and would not stay impacted in situ.